Event description:
It was reported that episodes of general oversensing and noise resulting in oversensing were observed on the device. No intervention has been performed at this time. The patient was stable with no consequences.

Event description:
Additional information was received that under sensing was observed on the device. The device was reprogrammed as an interim solution. Surgical intervention is anticipated but not yet performed.